Event description:
On 10/30/2024, it was reported by a sales representative via sems-06698337 that they had a knee scope where the fluid bags were spiked before plugging in the white pressure valve on the pump. The rep in the room encouraged them to start over with new tubing but the case was continued anyways. Too much pressure of fluid was put into the knee, and it swelled up.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: h6 health effect clinical code based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse of the tubing due to premature spiking of the bag.